Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vascular stenting procedure in the sfa, the vascular stent was partially deployed when the deployment system became blocked. The vascular stent could be deployed manually at the intended placement site. There is no reported pt injury.